Event description:
It was reported via voluntary medwatch (sent by FDA) that a pt was admitted for exchange of a right internal jugular catheter for a left internal jugular catheter. Removal was uneventful. Placement of the catheter into the left ij was completed without any obvious signs of complication. When the pt awoke and was extubated they became extremely combative and was sedated. The pt began to deteriorate with dropping blood pressure as well as diminished breath sounds over the left chest. X-ray revealed a large left hemothorax. A chest tube was inserted with greater than one liter of blood obtained. Pt experienced cardiac arrest and resuscitative measures were unsuccessful. The procedure was performed with the use of fluoro. At one point the surgeon felt slight resistance of the guide wire and through fluoro it was determined that the guide wire had looped. The guide wire was retracted and advanced again. Placement of the catheter was confirmed to be in the proper location by fluoro. Slight difficulty was reported in removal of the guidewire, and upon removal the guide wire was noted to be kinked. Both catheter ports were easily aspirated and then flushed.